Event description:
An orsiro drug-eluting stent system was selected for treatment. During removal of the orsiro from the package, a scratch on the stent was noticed and product was therefore not used.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned with the stent protector covering both the stent and balloon. The stent is deformed at its distal end, i.e. Few struts are bent outwards. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the deformed struts were initially crimped on the balloon. The stent protector could be normally removed and shows no damage or irregularity. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.